Event description:
It was reported to boston scientific corporation that a leveen coaccess electrode system was used during a liver rfa (radiofrequency ablation) procedure performed on (B)(6) 2011. According to the complainant, an ablation was performed by positioning the electrode in several different regions to create overlapping zones of necrosis. Four ablation cycles were performed and ended with roll-off being achieved. After the first three cycles, the electrode was withdrawn and cleaned without issue. However, after administering the fourth cycle, the tines were retracted, but while attempting to re-position, the electrode was not able to be withdrawn through the introducer. Reportedly, significant resistance was encountered. The electrode and introducer were removed in tandem, and then the procedure was completed using another leveen coaccess electrode system. Follow-up revealed that the insulation did not appear peeled or melted. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. This event has been deemed a reportable event based on the preliminary investigation results; insulation severly damaged.

Manufacturer narrative:
Patient weight is unknown. However, patient was reported as being "larger than average." Preliminary investigation results of insulation severely damaged. A visual examination found that the device returned with the introducer disconnected from the male luer of the hand piece, but not completely separated from the electrode. Heavy residue was present throughout the device. Additionally, the electrode cannula was bent and the introducer insulation was damaged such that the metal of the cannula was exposed. Furthermore, the insulation at the distal end appeared stretched extending approximately 1mm past the tip of the introducer. Functionally, the introducer was not able to be separated from the cannula. A dimensional analysis was performed on the outer diameter of the array housing and inner diameter of the introducer; both measurements were within specification. The condition of the returned incident device was consistent with the complaint that the introducer was stuck on the electrode cannula. The evaluation further revealed that the insulation of the introducer was damaged. There are controls in the manufacturing process that exist to limit product performance issues. Since the specific cause of the failure cannot be identified, the most probable root cause is undeterminable. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. (B)(4).